Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided in the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80gcx and is 510k exempt. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported loss of suction. The customer contact reported that the ventilated pt was undergoing an unspecified procedure. It was reported that after 2cm to 5cm of fluid was collected into the liner, the "receptal liner contracts and suction stops." The liner was replaced and therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided including specific pt and event details.